Event description:
It was reported that a lap hysterectomy, the jaw became not to open and close after several actuations. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the jaws stuck inside a b5st trocar. The trocar was forcibly removed and it was noted that the I-blade lower tip was on the wrong side of the jaw. The lower jaw was damaged at I-blade channel area. In addition, the I-blade separated the electrode and fracture the ceramic, no ceramic pieces were missing. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.